Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the device service history revealed no previous servicing events that could have caused or contributed to the reported event. The external/internal inspection of the device did not find any issues. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device passed both the electrical and functional testing. Analysis of the device pneumatic system revealed no leaks and all pressures were correct and stable. A short simulated therapy was performed successfully. Upon conclusion of the evaluation, the direct cause of the reported event could not be determined. A review of the event history log was performed and revealed no device failure or malfunction that could have caused or contributed to the reported problem. However, an event involving an increased intra-peritoneal volume (iipv) was recorded in the therapy log (reported through report number 1416980-2014-21393). This could have potentially caused or contributed to the reported event; however, the cause of death could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be cardiac failure. The pt was hospitalized two months prior to death for heart complications. It was unknown if pd therapy was ongoing until the time of death or if the pt was connected to the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.